Manufacturer narrative:
(B)(4) medical safety department discovered this published white paper detailing a historical event in which some (B)(4) devices were implicated. It cannot be confirmed that this issue had been previously reported to (B)(4), so an adverse event report is being filed to document the experience described in the article. Additional information was requested from the author but none was provided due to privacy rules. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2017-10216.

Event description:
This report is being filed after the subsequent review of the following literature article: anterior glenoid rim fracture following use of resorbable devices for glenohumeral stabilization. Authors: augusti carlo alberto and ¿et al¿, the orthopaedic journal of sports medicine, 3(6), 2325967115586559, doi: 10.1177/2325967115586559 2015, palpaolo@tin.it. Uo chirurgia della spalla e gomito ospedale cervesi di cattolica, cattolica, italy. N=1 (B)(6) male that experienced osteolysis around the anchors.